Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0v. Functional testing and pairing test could not be performed due to the transmitter having 0v. Bin file analysis was unable to be performed. A review of the downloaded data log confirmed the reported event of a transmitter failed error. The root cause was determined to be a low transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the receiver and smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.